Event description:
I am having serious pain and nerve problems from a mesh patch called prolene mesh, MFR ethicon. The pain is so bad that I can't walk on the site were the patch is and down my leg, and in my genitals, and penis and in my abdominal area and in my thigh. I had hernia surgery four months ago with this patch and have had pain ever since.